Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported that since implant she was having pain and tenderness near the incision area. The patient was only able to lay on the left side and couldn¿t put any pressure on the implant and could not lay on her back. The patient had a revision on (B)(6) 2015 and the implant was now on the right buttock. The patient had her nerve pain medication increased and was told by the healthcare provider that they were waiting for scar tissue to form and the nerve ending was causing pain. The indication for use was non-malignant pain. No device issues reported. If additional information is received a follow-up report will be sent.